Event description:
It was reported the patient was found deceased on (B)(6) 2012 at 4:55am. The session records showed a vt episode at 4:03am. Upon review of the egm, the patient experienced a vf rhythm with low-amplitude r waves. The rhythm was diagnosed as vt, although some of the ventricular activity was undersensed and not factored into binning/ detection. Undersensing was due to post-paced sensitivity settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.